Event description:
Initial result for a pt sodium was 108 meq/ml. When repeated, the result was 140 meq/ml. The field service rep found the discrepant result was due to a clot in the sample that was not flagged by the analyzer. No remedial action was required.